Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, urge incontinence, frequent urinary tract infections and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent cystoscopy and cystometrogram on (B)(6) 2006 due to urinary incontinence status post mesh implant. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.